Event description:
Complaint narrative amplion support was notified by the plant operations site representative that the patient station (pas) was replaced in room 111, a private room, due to non functional leds and buttons. The site representative stated he tested the bed status and code blue buttons. No leds (used to indicate button status) illuminated and the code blue alarm did not activate. The site representative and charge nurse both confirmed the code blue activation was not in response to a patient need. Complaint troubleshooting amplion support was not able to facilitate troubleshooting on the failed device reported in the complaint ticket, as it was already removed from the wall. Complaint resolution amplion support requested testing of the replacement pas, and worked with the site representative to verify full functionality. Failure analysis the returned pas was submitted to failure analysis (fa) testing and failed. Fa testing indicated corrosion of the flat flexible cable (ffc) traces. Damage to the traces of the ffc can cause loss of functionality to one ore more keypad buttons or leds. This damage is often caused by improper cleaning practices, resulting in liquids/cleaning agents getting under the device's keypad overlay.